Event description:
It was reported to MFR that the vns pt was experiencing a sudden onset of pain at the generator site. Device settings were decreased and the pain remained. It is unk at this time if the device was disabled and if so, if the pain resolved. Diagnostic tests have been performed following the onset of the event, and have revealed normal device function. Additionally, x-rays were taken and sent to the MFR for review. There were obvious anomalies observed on the x-rays received that could be contributing to the reported event. There were no setting changes that preceded the onset of the event. The physician has mentioned surgical intervention as a result of the pain, but at this time, surgery is known to have occurred. The pt additionally has reported feeling "a heat at the level of the generator. The duration of the heating feeling was 5 minutes to 45 minutes. The pt also reports an electronic sensation at the generator level - described as neuropathy pain." Attempts to obtain additional info have been made, but have been unsuccessful to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. No anomalies were visualized.